Event description:
Medtronic received information regarding an axium coil that detached prematurely. The patient was undergoing a middle meningeal artery coil embolization procedure to treat a subdural hematoma. Blood flow was normal. Vessel tortuosity was minimal. It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). Continuous catheter flush was administered during the procedure. During deployment, the physician determined that the coil had become detached. It was noted that the coil pushwire may have been bent during opening of the package or pushing the wire. There was no friction or other difficulty noted during delivery. The physician did not reposition the coil or rotate the pusher during the procedure. No attempt had been made to detach the coil. The microcatheter and coil were removed together. No additional medical or surgical intervention was required. The coil was replaced with another axium coil to complete the procedure successfully. There was no harm or injury to the patient. Ancillary device: sl-10 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the first coil that was used malfunctioned. A second coil was used and successfully implanted to complete the case after the first coil failed.

Manufacturer narrative:
H3: product analysis of apb-1.5-2-3d-es, lot# 224604268 as found condition: the pushwire were returned within the inner pouch and outer carton; inside of a biohazard bag and a shipping box. There was no implant coil returned with the pushwire. Visual inspection/damage location details: the implant coil was found to be detached from the pushwire. The shield coil found intact with no damage. The coin was not present against the lumen stop as it was pulling back. The break indicator at manual detachment location was found intact. However, the pusher was found broken proximal to the positive load indicator; with the release wire pulling back. The ai and coupler tubing were found missing and not returned. Kinks and bends were found along the length of the pushwire. Testing/analysis: under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations (0.077mm @ 0.063mm; measured 0.089mm @ 0.127mm; measured 0.103mm @ 0.275mm) and found to be within specifications. The inner diameter of the lumen stop, and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00275¿ and found to be within specification. The retainer ring inner diameter (ID) was measured to be 0.00459¿and found to be within specification. All other subassemblies appeared to be normal, and no other anomalies were observed. Conclusion: based on the analysis performed, the customer complaint of "premature-detachment" was confirmed as the pushwire was returned with the implant coil already detached from the pushwire. The pushwire was found broken at the positive load indicator with the coin pulled back from the lumen stop. Pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. Additionally, kinks and bends were found along the length of the pushwire. However, the cause for damages could not be determined. Since the ai and coupler were not returned; any contribution of the ai and coupler tubing to the premature-detachment issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.